Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the battery was not charging, accompanied by a flickering light. There was no adverse patient impact reported.